Event description:
It was reported that a large volume basal/bolus infusor experienced an overinfusion. This occurred during patient infusion at the hospital. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.